Event description:
It was reported a flipped pump was confirmed. The patient had been scheduled for a catheter dye study but they were unable to complete the study because the pump was flipped. Patient symptoms included less than 50 percent therapy relief. No diagnostic testing or troubleshooting were performed but would be in the future. The patient was referred for a pump pocket revision/replacement that was scheduled for (B)(6) 2014. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system delivered morphine, bupivacaine and clonidine. Further details including the outcome of the event were not provided. Additional information following the date of the replacement/revision will be attempted to be obtained. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8711, lot# j11459r22, implanted: (B)(6) 2003, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8711, lot# j11459r22, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product(s)-corrected catheter information to include explant dates for previous catheters, and to include information for new catheter: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8711, lot# j11459r22, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of the patient's lack of therapeutic effect since implant was that the pump had flipped several times, and caused kinking/occlusion of the proximal catheter segment. It was noted that the dye study was abnormal. The patient recovered without permanent impairment; however, shortly after the patient's catheter replacement on 2(B)(6) 014, the patient's pain came back. During a pump refill on (B)(6) 2014, there was a volume discrepancy where the actual residual volume (arv) of 7, was more than the expected residual volume (erv) of 2 (this was also reported as: arv 7.2cc, erv 2.8cc.) The patient had complained of pain, and that "sometimes it works sometimes it doesn't&#65248;and he thought this had been ongoing since the pump replacement on (B)(6) 2014. A rotor study and dye study were performed, which showed no problems with the pump or catheter. The last dye study was performed on (B)(6) 2014, which was normal, but the healthcare provider (hcp) reportedly thought the pump might be a defective pump. The patient clinically went through frequent episodes of withdrawal and increased pain, consistent with the pump working interm inttently instead of consistently. The hcp suspected the pump was defective, and in addition, the patient heard the pump alarm last week. The pump was replaced on (B)(6) 2014. The pump system was being used to infuse morphine, bupivacaine, and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's catheter was replaced and the pump was oriented in the correct position in the pocket on (B)(6) 2014. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), found no anomaly.

Event description:
No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
A healthcare professional later reported that the patient¿s symptoms resolved after the replacement surgery. The patient recovered without permanent impairment.